Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had high blood glucose due to bent cannula. The blood glucose at the time of the incident was 409 mg/dl. The customer did not want to do troubleshooting for it. It was unknown weather the customer was using auto mode function at the time of the event or not. The insulin pump will not be returned for analysis.